Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient began treatment with vancomycin (1 gram per 4 days; route not reported) and fortum (1 gram daily; route not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unknown date, the patient passed away. It was not reported if the patient recovered from the peritonitis event prior to death. The cause of death was reported as low blood pressure (hypotension) and it was unknown if an autopsy was performed. It was not reported if the patient was hospitalized prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.